Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with unknown closurefast catheter. The customer states the patient developed a dvt 2 months post successful closurefast procedure. Customer diagnosed patient with dvt but was not the facility in which originally treated the patient.